Manufacturer narrative:
The date returned to manufacturer was documented as jan 24, 2017 on the initial report. It has been updated as mar 6, 2017. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device motor seized, jammed and moved heavy. It was also noted that the device was dirty. It was also observed that the device failed the following pre-tests: checks for the triggers and electronic control unit (ecu) function and compatibility between (small battery drive) colibri/sbd (small battery drive) and colibri ii/sbd ii. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear from use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Gtin is unavailable as the product made prior to compliance date; (11)011207(21)01197. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified veterinary surgical procedure, it was discovered that the small battery drive device was running slow and a little rough and made a loud screeching noise. It was not reported if there was a delay to the planned surgical procedure. It was reported that the procedure was completed with the reported device. There was no human patient involvement as this was a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.